Event description:
It was reported that during a treatment procedure to perform a declot in the arm, the "balloon got stuck coming back through the distal end of the sheath and catheter began to stretch." The procedure was completed with a different device with no patient complications. The current patient status is reported as "fine." Further information has been requested about this event.